Event description:
While inquiring about a feature on the insulin pump the customer stated that they were hospitalized due to a stroke, which the doctors thought may have been caused from neuropathy. The customer's bloods glucose was 97 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).